Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and (B)(6) 2008 and a sling and align were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 concurrently with gallbladder removal in order to treat stress urinary incontinence. It was reported that the patient underwent mesh removal/revision in (B)(6) 2008. It was reported that the patient underwent a surgical procedure for retropubic mesh placement of bard avaulta on (B)(6) 2008 concurrent with a cystoscopy. No additional information was provided

Manufacturer narrative:
It was reported that the patient did not have an ethicon product implanted. The patient actually had align and bard avaulta implanted. Therefore this is not an ethicon complaint. Thus medwatch report 2210968-2013-02922 is being voided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.